Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for the treatment of bladder issues. It was reported that they were not being able to adjust the therapy as the handset was not allowing to go past 1.0 due to OOR issue. Patient stated that they tried to increase the stimulation today but they cannot past the 1.0 level, patient also mentioned that they were dealing with incontinence issues since (b)(6) and they were still the same. Patient mentioned they will only see their healthcare provider (HCP) until (b)(6). Patient was redirected to their HCP and agent sent request to manufacturing representative (rep) to request assistance. Additional information was received from a manufacturing representative (rep). They reported that the most likely caused or contributed to this issue was that patient showed impedances on all 4 electrodes and could not adjust stim any higher than 1.0 due to open circuit. The steps were or would be taken to resolve this issue was that they were scheduled for full revision (b)(6) 2026. The issue has been resolved and surgery was scheduled to replace electrode/lead. The cause of the inability to pass 1.0 level/OOR issue determined was most likely due to impedances. The steps were or would be taken to resolve this issue was that revision surgery scheduled for (b)(6). They issue been resolved and it would be post op. They requested the information from the physician and/or patient and communicated with physician about this.

Manufacturer narrative:
Continuation of D10: Product ID 3889-28 Serial# (b)(6) Implanted: (b)(6)2019 Explanted: (b)(6) 2026 Product Type LEAD Section D information references the main component of the system. Other relevant device(s) are: Product Id: 3889-28, Serial/Lot #: (b)(6). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.